Event description:
It was reported that the patient had been shocked by the device and it "knocked [her] up in the air". The patient also complained that she had faulty leads that had been replaced. According to medtronic's records, the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.